Event description:
It was reported by service report that the pt right rear caster snapped off of the right side base tube. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldment.